Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a lower than expected progesterone result generated on unicel dxi 800 access immunoassay analyzer for one patient. The result was reported out of the laboratory, and questioned by the physician. Subsequent testing produced higher results in a different diagnostic category that better matched the patient's clinical presentation. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was collected in a plastic greiner serum tube with a gel separator, and was centrifuged for ten minutes at 3000 rpm. The sample was clear of fibrin, a full draw and was allowed to clot for 40 minutes prior to centrifugation. The sample was analyzed from the primary tube. Qc is performed once every 24 hours, and was within the established ranges prior to and after the event. A routine system check was performed on (B)(4) 2011 and failed with an unwashed %cv of 2.09% (system specification is 0.00-2.00%). Service was dispatched on (B)(4) 2011 for this event, and the field service engineer (fse) performed a preventive maintenance on the instrument. The fse discovered a leaking sample pump, and replaced it. The fse calibrated pipettor transducer ultrasonics and pressure sensors. The fse performed a routine system check, a high sensitivity system check, a carryover test and qc. All testing passed within specifications. Although hardware issues were addressed, a definitive root cause for this event has not been determined to date.